Manufacturer narrative:
Due to character limitation, initial reporter full name: (B)(6). Event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had touch screen function out of order.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had touchscreen function out of order. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address : (B)(6). Updated fields : b4, b5, d9, e1 (event site address), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, troubleshooting the screen stops working sporadically. Replacement touch panel ¿touch screen assy¿ ¿ touchscreen assembly. Tests performed thereafter according to repair protocol for cardiosave. The device passed all performance and safety tests according to the factory specifications and was returned to the customer approved for clinical use.

Manufacturer narrative:
Updated field: b4 , g3 , g6 , h2 , h11. Corrected field: e1 (event site address) , h6 ( component codes). Due to character restriction in block e1: e1 event site address is (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device - problem code).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had touchscreen function out of order. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, h6 (health effect ¿ impact codes, health effect ¿ clinical code) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, troubleshooting the screen stops working sporadically. Replacement touch panel ¿touch screen assy¿ ¿ touchscreen assembly, 12.1 (0160-00-0123). Tests performed thereafter according to repair protocol for cardiosave ca205874a2. The device passed all performance and safety tests according to the factory specifications and was returned to the customer approved for clinical use.